Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation of the device , it was reported that the atrial, right ventricular (rv), and left ventricular ( lv) lead impedance were below the lower limits. Additional information about the resolution about the event was requested. The patient was stable. Related MFR numbers: 2938836-2018-10609 and 2017865-2018-13764.

Event description:
Additional information received indicated that the atrial, right ventricular (rv), and left ventricular (lv) lead impedance issue was resolved when the device was replaced due to a battery performance alert (bpa).